Event description:
I had a bladder sling put in 2003. Since then I've had several visits to the emergency room for abdominal pain. The same result each visit, unknown female pain. I've developed auto immune issues, painful intercourse, utis, constant pain in my hips and lower back and leakage started again. Went to see a urologist in 2014 and found out that I have one of the meshes that are faulty. I also needed a rectocele.